Event description:
It was reported that an atrial fibrillation ablation using pulsed field ablation and radiofrequency was performed using the tfse catheter. At the time of the procedure, nothing abnormal was noted about the tools used or any metrics observed during the ablation. The patient was sent to cvicu to recover for several hours and was discharged home the same day. The patient reported a sensation that the grounding pad on the back was ¿scrunched¿ and then reported pain at the patch site while in cvicu recovery. No notes were found regarding any visual inspection of the painful site prior to discharge. Pain medication was administered and the patient was discharged home. Five days post-procedure, the patient was seen for a wound on the back, which was noted by the primary care physician and followed up with the electrophysiology lab. The physician believed the wound was a burn caused by heating at the radiofrequency ground site during radiofrequency ablation. It was unknown if the grounding pad overlapped with any other patches, and skin preparation steps were unknown. The patient was referred to a wound clinic for treatment of the back wound/burn. The sponsor assessed that the performance of the tfse catheter did not cause adverse events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.